Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. -visual evaluation noted that the edges of the gaps of the univers revers¿ humeral resection guide 135° / 155° were chipped. -functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to wear and tear due to repeated use of the device in the field. Manufacturing date 2017.

Event description:
On 09/05/2025, a facility representative reported via (B)(4) that an ar-9507rgdp-3 univers reverse humeral resection guide was nicked when pins were inserted, preventing the pins from passing through. A case was involved, and no patient was affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.